Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report recurrent mitral regurgitation (mr). It was reported that the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure on (B)(6) 2017. One mitraclip was successfully implanted. Implantation of a second clip was considered, but not done. On an unspecified date, recurrent mr of grade 3 was noted. Echocardiogram noted that the clip appeared to be attached to both leaflets; however, it was unknown if the recurrent mr was related to the implanted mitraclip. On (B)(6) 2018, a second mitraclip procedure was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the partial clip movement could not be determined. The reported worsening mr is a result of the partial clip movement. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: one clip was implanted on (B)(6) 2018, reducing mitral regurgitation (mr) from grade 4 to grade 1. It was noted during the re-clip procedure that the implanted clip was more mobile and was securely attached to one leaflet, but had moved on the other leaflet. No additional information was provided.